Manufacturer narrative:
H11: h2: corrected data on h6: health effect - impact code & medical device problem code.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an ent procedure, the evac 70 xtra wand tip was not generating plasma and the tip was broken. The procedure was completed using a smith and nephew back up device. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is heavily worn from use. The tip is covered in debris, completely blocking the tip and surrounding the electrodes. A functional evaluation was performed on the returned device and found the wand produced plasma as expected and had no issues activating coag. The electrodes still activate through the debris covering the tip. Suction is clogged and blocked by the debris. Applying pressure does remove some of the debris. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause could not be determined. Factors that could have contributed to the blocked suction include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (damage or debris on the device tip between passes that could lead to loss of power and clogging). Factors that could have contributed to the worn tip include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (using the device as a lever to enlarge surgical site or mechanical displacement of tissue through applied force). Based on this investigation, the need for corrective action is not indicated.